Manufacturer narrative:
Additional information was requested; however, no information was able to be obtained. At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right ventricular (rv) lead exhibited high impedance measurements of greater than 3000 ohms. Threshold and sensing measurements were stable and there were no episodes of noise. The patient was brought in for testing. Isometrics were performed which did not produce any impedance changes, but did result in noise being detected. No adverse patient effects were reported. The device remains in service.